Event description:
The event is reported as: the device broke when the physician wanted to apply the second clip. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.